Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under section.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that there was high impedance and a possible lead fracture. The lead was explanted and replaced. It was further reported that the implantable cardioverter defibrillator was dented with a surgical instrument during removal from the pocket. As there was the possibility of internal component damage the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.